Event description:
It was reported that the patient presented for a follow-up in the clinic with an infection. It was found that the patient had sepsis. The vegetation on the right atrial (ra) lead was visualized with a transesophageal echocardiogram. The pacemaker and the ra lead were explanted. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.